Event description:
It was reported that the patient experienced low flow alarms while riding in the car. The patient was asymptomatic, but electromagnetic interference (emi) was suspected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that electromagnetic interference (emi) was suspected because the door lock of the car repeatedly turned on and off without any locking operation while the patient was riding in car. The cause of the low flow alarms was not identified, and the low flow alarms resolved by itself.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account did not confirm the reported low flow alarm. A specific cause for the low flow alarm and the suspected interference between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s car door locks could not be conclusively determined through this evaluation. The controller event log file contained events from 24oct2022 through 25oct2022. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. Investigation of bluetooth low energy (ble) implementation and electromagnetic compatibility (emc) immunity for the heartmate 3 controller found that the heartmate 3 field performance with respect to emc immunity and emissions was within the expectations for an uncontrolled environment. Therefore, it was concluded that the hm3 lvas was unlikely to interfere with any equipment outside of the local magnetic field and was also unlikely to be affected by other radio frequency (rf)-emitting equipment in the typical patient environment. This investigation further stated that heartmate 3 controllers manufactured prior to 2020, were initially designed with dormant wireless functionality. Although the controller software has the capability to activate the wireless functionality, it requires an external command, which no clinically or commercially released version of system monitor or heartmate touch software has the capability of sending; therefore, it is extremely unlikely for the wireless functionality to become active. The wireless circuitry was removed from the controller design in may2020. It should be noted that the patient's controller was manufactured in jul2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A and the heartmate 3 patient handbook rev. C are currently available. The IFU addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. The IFU states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.